Manufacturer narrative:
Additional information: it was reported that the patient underwent vavd on (B)(6) 2015. The patient experienced a third degree laceration. On (B)(6) 2015, the patient underwent a culture of the vulva and e.coli was found. On (B)(6) 2015, the patient underwent a wound debridement. The patient experienced pain and yellow discharge.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. No leaks were found in any of the samples.

Event description:
It was reported that a patient underwent an episiotomy in (B)(6) 2015 and suture was used. Postoperatively, the patient developed an infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.